Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter disconnects by themselves at the catlon connection point before the removal procedure, causing blood leakage and contamination of the environment, which requires reassuring the patients and performing cleaning. There was patient involvement. There was no patient harm or adverse event.

Manufacturer narrative:
H3 and h6 - updated. The suspect product was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The luer cone of the hub was also checked and confirmed that it had no anomalies. The device history record was reviewed and was confirmed that there were no anomalies noted. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.